Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for high blood glucose levels a couple weeks ago. The customer's blood glucose value at the time of incident is unknown. The customer was given an IV at the hospital. No further details were given. The insulin pump was not returned for analysis.